Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement.

Event description:
It was reported that the patient's lead had high thresholds, low impedance and insulation damage. The lead remains in use. Additionally the remaining longevity of the device is short. The device remains in use. No patient complications have been reported as a result of this event. Furthermore, the device was explanted.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The most recent battery measurement was 2.6331 volts on (B)(6) 2015 and recommended replacement time (rrt) had not been triggered. There were no patient alerts. (B)(4).

Event description:
It was reported that the patient's lead had high thresholds, low impedance and insulation damage. The lead remains in use. Additionally the remaining longevity of the device is short. The device remains in use. No patient complications have been reported as a result of this event.